Event description:
On (B)(6) 2015 the physician reported that the patient was seen in clinic that day and high impedance was observed. The patient is at settings of 3.5ma for normal and magnet mode but is only receiving 0.75ma due to the high impedance. The patient underwent a full revision on (B)(6) 2015. The explanted lead and generator cannot be returned for product analysis as the hospital discards explants.